Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had possible ghost pocket medication. A technical support specialist dialed into the server, found multiple pockets in database tool for medication identification (ID) aceta650l in the device and deleted ghost pocket in dbo.inventoryview table to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was possible ghost pocket in the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.